Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Reportedly, customer believed that they were low and did not check their bg level before correcting with food. Subsequently, customer checked their bg level and discovered that they had a bg level of 350 (mg/dl). Customer also reported that they had used their cartridge with humalog insulin for greater than 48 hours. Customer changed their pump supplies while on the phone with tandem technical support and administered a correction bolus with the pump to treat the elevated bg level. Customer was reminded that humalog is indicated for use up to 48 hours.